Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had hardware low level failure. Customer¿s blood glucose level was 230 mg/dl at the time of incident. Customer was assisted with self test and it was failed. The insulin pump will be returned be for the analysis.

Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures confirmed in the pump history due to broken trace on keypad assembly.